Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Reported events : 9 events were reported for this quarter. Product return status : 7 devices were received for evaluation.  2 devices were not available to stryker for evaluation. Evaluation status : 3 events were confirmed during testing. - 3 devices were found to be affected by corrosion. 2 reported events were not confirmed during testing; however:  - 2 devices were found to be affected by corrosion. 2 device evaluations are in progress. Additional information : 9 devices were not labeled for single-use. 9 devices were not reprocessed and reused.

Event description:
This report summarizes 9 malfunction events in which the device reportedly overheated. 9 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device reportedly overheated. 9 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 9 total events were initially reported. 5 previously reported events are included in this follow-up record.   Product return status 3 devices were received. 2 devices were not available for evaluation.   Evaluation status 1 reported event was confirmed during testing. - 1 device was found to be affected by internal corrosion. 2 reported events were not confirmed during testing; however: - 1 device was found to be affected by internal corrosion. - 1 device was found to be affected by tip separation. Additional information 9 devices were not labeled for single-use. 9 devices were not reprocessed and reused.